Event description:
Device malfunction: failure to deploy-locator wings, loss of vessel access. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during step #2, as the device was "drawn back (retracted) 2 cm", the plunger was depressed to deploy the locator wings. As the device was retracted to place the locator wings against the anterior surface of the arterial wall, resistance was not felt and the locator wings were not deployed, causing the device to lose vessel access. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.